Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination found that the tip was slightly flared. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. The tip od was measured using a digital snap. The measurement was within specification. It was also noted that the stent was damaged at its proximal end. The struts on the most proximal row were raised and misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The stent od was also measured during the product analysis. The measurements varied between the distal end and at the proximal end of the stent and is which is within specification. The evaluated was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The non-totally occluded, 38mm in length, eccentric, de novo target lesion was located in the mildly tortuous, mildly calcified and 4.0mm in diameter right coronary artery. The lesion contained a <= 45 degrees bend. A jr4 6f 3.5 non bsc guide catheter was used. A 4.0mmx20mm apex balloon catheter was advanced to the lesion for predilation. Then the 4.00mm x 38mm promus element ¿ long stent was advanced but encountered difficulty. The device was removed and it was found out that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found that the tip was slightly flared. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. The tip od and the stent od were measured and were within specification. It was also noted that the stent was damaged at its proximal end. The struts on the most proximal row were raised and misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The non-totally occluded, 38mm in length, eccentric, de novo target lesion was located in the mildly tortuous, mildly calcified and 4.0mm in diameter right coronary artery. The lesion contained a <= 45 degrees bend. A jr4 6f 3.5 non bsc guide catheter was used. A 4.0mmx20mm apex balloon catheter was advanced to the lesion for predilation. Then the 4.00mm x 38mm promus element ¿ long stent was advanced but encountered difficulty. The device was removed and it was found out that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.